Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a remote monitoring transmission was sent and it was noted that there was probable loss of ventricular sensing from the right ventricular (rv) lead. There was undersensing of ventricular pacing through intrinsic rhythm. The lead remains in use. No patient complications have been reported as a result of this event.